Event description:
It was reported that the patient has deceased on an unknown date. It was noted that the patient's implantable cardioverter defibrillator (ICD) exhibited unspecified oversensing and the patient was in agonal rhythm prior to passing. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was unknown. No additional information was provided.